Event description:
A patient in a study underwent a da vinci-assisted sacrocervicopexy, (salpingo-)oophorectomy, and salpingectomy surgical procedures. Two days after the surgical procedure, the patient developed a fever of 38.6 celsius and had elevated c-reactive protein (crp) levels. Due to a suspicion of a foreign body reaction (mesh which was implanted during surgery), antibiotic prophylaxis (cefuroxim 1.5g [1-1-1], metronidazol 500mg [1-0-1]) and an unspecified anti-inflammatory treatment were initiated. The inpatient stay was extended for this reason. Following this, the symptoms improved and the inflammatory markers showed a downward trend. Discharge occurred six days after surgery, as the patient was in good health and the crp levels had declined significantly. The index procedure was completed without any reported adverse events or da vinci device malfunctions. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade ii, probably related to the study procedure, but not related to the patient's underlying disease status, not related to the da vinci investigational device, and not related to a third-party device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 175 cm., body mass index (bmi) 31.0 kg/m2.